Manufacturer narrative:
Additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4).

Event description:
Additional information received from a consumer reported that the patient had not experienced any emi (electromagnet interference) with medic alert necklace. The patient was just anxious to wear the medic alert necklace in case it would interfere. It was the patient's personal believed and there had been no incidents with emi or any other effects. The device had given the patient a much better life for the last several years and they were so thankful for that.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v163610, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v163610, implanted: (B)(6) 2009, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
The consumer reported that the patient recently got a medical alert necklace and at one point three days prior when they went to charge they started breathing heavily and got anxious. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use: movement disorders